Event description:
At 2:45 pm resident was ambulating ad lib in walker, alert carrying on nornal conversation. While ambulating the foot got caught in the back of the walker causing him to fall backwards. Walker landed on the right side of the resident. Walker was lying on its side. Resident sustained 4 cm x 2 cm skin tear on left elbow. Ice pack applied. Md notified. Resident was sent to ER. Nine sutures applied and tetanus shot given.